Event description:
On (B)(6) 2025, it was reported that the user¿s caregiver inquired whether the ilet should be removed at night, as the user¿s blood glucose (bg) had dropped to 43 mg/dl overnight. The user corrected the low with orange juice, and bg was 148 mg/dl at the time of the call. The user¿s caregiver was advised to consult the healthcare provider (hcp) regarding target adjustments. No medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.